Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
The article "subacute embolization of transcatheter mitral valve repair clip to the noncoronary sinus presenting as decompensated heart failure" was reviewed. The article presented a case study, to evaluate a patient that was an 84-year-old man with a history of heart failure with preserved ejection fraction and severe mitral regurgitation requiring transcatheter-edge to-edge repair with 3 mitraclips 2 weeks before presentation. He presented with acute decompensated heart failure with an elevated pro¿b-type natriuretic peptide value (5,883 pg/ml), a chest radiograph revealing a displaced clip, and a transthoracic echocardiogram confirming severe mitral regurgitation with a flail leaflet. Devices mentioned include mitraclip. The article concluded that mitraclip embolization is rare, with limited understanding of risk factors and optimal management strategy. Risk factors may include suboptimal intraoperative images, technical challenges, and complex anatomy. Management requires a heart team approach with consideration for palliative care involvement. [The primary author and corresponding author was khaldoon rashid at dartmouth hitchcock medical center institution with corresponding email khaldoon.rashid@hitchcock.org]. The date of the procedure was not provided. A total of 1 patient was in this case study, of which 1 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included cerebrovascular accident, heart failure with preserved ejection fraction. (B)(6), unk mitraclip intra-, peri- and post-procedural complications included single leaflet device attachment (slda), unexpected medical intervention, dyspnea, sinus tachycardia, pleural effusion, expulsion, embolism, surgical intervention, tissue damage.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review and complaint history review were not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported slda, clip expulsion, tissue injury, and heart failure were unable to be determined. The reported embolism was a cascading event of the reported clip expulsion. The reported pleural effusion, dyspnea, and tachycardia are likely cascading effects of the reported heart failure. The reported patient effects of pulmonary embolism, tissue injury, heart failure, dyspnea, and tachycardia as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported surgical intervention and unexpected medical interventions were the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.